Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the grip, right/left knob, up/down knob, air/water cylinder, the scope connecter case unit, the scope connector cover unit, the connecting tube, the protector of universal cord on control section side and the adhesive on the bending section cover of the colonovideoscope had foreign material. Based on the results of the investigation, the probable root cause of the foreign material found in the air/water cylinder was failure to follow instructions. A white foreign material was detected by incoming inspection. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Olympus confirmed foreign material found in the grip, right/left knob, up/down knob, the scope connecter case unit, the scope connector cover unit, the connecting tube, the protector of universal cord on control section side and the adhesive on the bending section cover, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the grip, right/left knob, up/down knob, air/water cylinder, the scope connecter case unit, the scope connector cover unit, the connecting tube, the protector of universal cord on control section side and the adhesive on the bending section cover of the colonovideoscope had foreign material. There were no reports of patient involvement.